Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode got damaged during a left ventricular assist device (lvad) implantation procedure. After the procedure, when the s-ICD system was turned back on, there was an alert for shock impedance greater than 400 ohms, which was high out of range. The electrogram (egm) showed noise markers. An x-ray was taken but could not find the electrode. No adverse patient effects were reported. Currently, this electrode remains in service.